Manufacturer narrative:
(B)(4).

Event description:
The patient experienced respiratory depression following a pump replacement. It was reported that the patient almost stopped breathing. The hcp switched the medication in the pump from morphine to dilaudid and bupivicaine, which worked well for the patient.

Event description:
After additional review, it was noted that the patient experienced withdrawal along with the allergic reaction to morphine. The patient was nauseated, had major headaches, pain in her arms and legs, and ran a low grade fever. The healthcare professional (hcp) gave the patient oral medications to combat the withdrawal. It was stated that the device was to be removed and the patient was not going to have another device implanted.